Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer continue to use current pump and switch to manual injections if needed for insulin therapy. Customer¿s blood glucose level was 220 mg/dl.